Event description:
Fault came up on the dornier compact delta ii prior to operation and machine would not power up. Turned eswl machine off, unplugged machine, powered the dornier compact delta ii back up a second time and fault came up on screen again for second time.